Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was 500 mg/dl. Customer stated that had a mild hear attack and that his insulin pump drive support cap is loose. Nothing further was reported.